Event description:
Gross internal leak during pt treatment with reused dialyzer. Ebl 220 ml due to discard of extracorporeal system of blood, with no reported pt injury or ill effects. Sample was saved, was not rinsed or decontaminated; unable to use for evaluation.